Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event.the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the error was confirmed but not replicated. Visual inspection found no issues related to the reported event. Fa inspection was able to confirm the reported event via significant number of c 00 errors in erbe logs from, but were not able to replicate on site. U 02 errors will change to c 00 in logs after erbe is rebooted. Unit tested on system, all operations successful via all ports. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, before surgical port placement, an operating room (or) staff contacted tech support during setup for a procedure to report the erbe generator displayed error u 02. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the caller through power cycling the erbe generator to clear the error. The tse advised the error may recur. At the time of the call, the customer was unsure whether they would proceed robotically due to the issue. There was no report of patient involvement.